Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation did not showed any damaged to the returned devices. During device functioning, the both ar-6410 tubing's were assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on, the device confirm it leaks from the y-connector near the drip chamber. Further evaluation being performed under ncr-17609.

Event description:
It was reported that ar-6410 did not return normally. Used a new product and the case is completed. No patient harms.